Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during an inservice to the surgery center staff at (B)(6). During explaining how to remove the ratcheting portion (item #703922) from the handle (item #703920) for proper cleaning and maintenance, I noticed something dropping out of the handle. After retrieving the piece, I inspected item #703920 and noticed a screw was missing. The item I retrieved is just the threads from that screw. I could not locate the head of the screw.

Manufacturer narrative:
The reported event that during an in-service explanation of how to remove the ¿handle insert, ao ratchet, cannulated¿ from the handle, for proper cleaning and maintenance, it was noticed, that a screw was missing could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The visual inspection revealed that the surface of the ¿handle insert, ao ratchet, cannulated¿ is slightly scratched. A pin that is welded in the ¿blade adapter, ao coupling for screwdriver handle¿ and keeps the whole mechanism together is missing. A few parts of the device have signs of rust. The only way this pin could have been broken, is due to excessive force being applied to the whole mechanism. The ¿handle insert, ao ratchet, cannulated¿ was manufactured in 2015, and since then it has experienced a lot of usage, sterilization processes and transportation, and all these procedures can definitely affect the life of the device. It was reported that the device was identified broken after the cleaning process. Therefore a violent handling during the cleaning of the device could have led to the reported event. Please keep in mind that the instructions for proper use of the devices should be followed at all times. As per IFU (v15011), "ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations and wear that affect the compatibility of the instrument with other instruments or with implants!¿ [¿] ¿always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way." As per cleaning guide (l24002000): ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. [¿] the instruments which are supplied in a non-sterile condition must be subjected to an appropriate cleaning and sterilization process before use. [¿] the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. This could also happen if rinsing after cleaning and/or disinfecting is insufficient. [¿] disassemble the device where required. See instructions provided in the operative technique or separate information available from your stryker representative.¿ if the ¿handle insert, ao ratchet, cannulated¿ has not been cleaned carefully and under appropriate conditions, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. Based on the investigation, the root cause was attributed to a user related issue, due to a mishandling of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that during an inservice to the surgery center staff at (B)(4). During explaining how to remove the ratcheting portion (item #703922) from the handle (item #703920) for proper cleaning and maintenance, I noticed something dropping out of the handle. After retrieving the piece, I inspected item #703920 and noticed a screw was missing. The item I retrieved is just the threads from that screw. I could not locate the head of the screw.